Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: was the device locked on tissue with the jaws closed? Did the jaws eventually open? Two devices have been reported. Did the same event occur with both ec60a devices? No further information available.

Event description:
It was reported that the jaw didn't open before firing. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # g5xl4x. Investigation summary: the analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.